Event description:
It was reported that during the implant procedure, the lead was unable to be placed in the target vessel. The lead was not implanted and another lead was placed in a smaller vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).